Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, visual check of the adhesion of the leads was normal. The setscrews were loosened and the right atrial (ra) lead was pulled from the device. However, the ra lead did not come out of the lead and coil was stretched and exposed. When the right ventricular (rv) lead was removed, the same event occurred. The lead remained connected and the coil was stretched and exposed. The setscrews were tightened and sensing could not be obtained on either lead and rv pacing was intermittent. As a result, the device was explanted and the ra and rv leads were surgically abandoned. A new system was implanted on the left side of the chest. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing. As a result, the clinical observations were confirmed.